Manufacturer narrative:
Customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to troubleshoot the issue. The fse completed routine troubleshooting including changing the buffer valves, ion selective electrode (ise) tubing and a syringe. They also replaced the reference block due to discoloration and the ise paddle as a precaution. Confirmation tests passed specification after these changes were made. No further issues were reported. There is sufficient evidence to suggest the cause of the questioned results are due to a hardware malfunction although no one part can be implicated as the sole contributor in this event. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported obtaining false low sodium patient results on their au5800 clinical chemistry analyzer. No issues with sample integrity were reported by the customer. The erroneous patient results were not reported outside the lab. There was no report of change to treatment, injury, or death associated with this event. Sodium fliers were generated approximately every two to three days.